Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service rep arrived on site and discovered that the system will not complete boot up. He replaced the software disk in generator and system booted up normal. He made a fresh backup copy of generator disk. And left it onsite. The rep noticed that the tech processor pcb led display did not work. They may want to replace the tech processor pcb. (Customer had purchased pcb third party.) The rep rebooted the unit multiple times and noticed that once in a while the system does not boot up (every seven to ten time), and requires the system to be rebooted. This may be related to a problem with intermittent tech processor pcb and may be what lead to the floppy disk failure in the generator. He informed the customer of tech processor issues and they are comfortable using the system as is. He placed the unit back in to service .